Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: call service 078 alarms were observed in the pump's black box. The pump was able to prime successfully with no issues. The pump was exercised for 24 hours with no alarms occurring. The battery compartment was cracked along the side of the pump. Corrosion was observed in the battery compartment. Additional moisture was found on the internal components of the pump. Unrelated to the initial allegation, the display screen was dim and discolored. The contrast button was intermittently unresponsive. Contamination was found underneath all of the keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.